Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. No activated clotting time (act) was completed because the patient had a heparin allergy and bivalirudin. After the deployment of the device, a mobile thrombus was noted on the limbus tip, not on the device. The device was removed and the thrombus persisted. A new device was successfully deployed and released. The thrombus was not seen at the end of the procedure. Post procedure the patient was stable and the patient was later discharged with no residual neurological effects.